Manufacturer narrative:
The device was examined by the local factory service representative . The representative verified the device would not power on , due to a prematurely charge depleted battery. The battery was replaced and proper operation observed through full performance and functional testing.

Event description:
Reportedly, the device would not respond to actuation of the on switch and could not be used to perform an analysis of the patient ECG. Another device was brought to the scene and used to analyze the patient rhythm. This device rendered a "no shock advised" determination. The pt was transported to the hospital. The patient was admitted to the hospital in viable condition.